Event description:
Healthcare professional reported "tense" breast description, seroma fluid diagnosed by MRI that was later aspirated and bia-alcl. Pathology markers of cd30+ was provided, no other pathological markers provided. The device has been explanted. The event of breast cancer is not considered device related as the patient was previously diagnosed prior to any breast implant device being implanted.

Manufacturer narrative:
Information in this report also relates to patient identifiers (a1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, swelling, lymphoma-alcl-suspected.

Event description:
Pathology markers of cd30+ and alk- have been provided, confirming diagnosis of bia-alcl.